Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Handle stuck on the implant.

Manufacturer narrative:
Additional narrative: examination of the returned found thread damage. A complaint database search on the provided product code found similar events which were attributed to misuse and or product wear out. Based on the overall condition of the returned device, the root cause is attributed to product wear out. Based on the root cause of product wear out, corrective action is not needed. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.